Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-08281. The patient received the scs system on (B)(6) 2010. It was reported that the stimulation had been irregular for the last 4 weeks. The patient felt the stimulation intermittently. The stimulation was turned off for 2 weeks and when it was turned on, the patient did not feel any stimulation and the next day, the patient experienced intense stimulation. Diagnostic results revealed that the lead had invalid impedances. The ipg displayed low battery warning. The patient reported that the ipg site was hot. The patient was scheduled for an x-ray. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.